Manufacturer narrative:
(B)(4). Evaluation summary:baxter received one sample for evaluation. Visual examination of the unit determined that the reservoir ruptured. The reservoir was also microscopically examined and a small dent was noted on the tip of the set cap post. No abnormalities were noted near the rupture line. The cause of this condition was not determined. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Event description:
It was reported that a basal/bolus infusor's reservoir ruptured during filling. The rupture was observed after a syringe was used to manually fill the device with 20 ml of saline. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.